Event description:
The clinician removed the needle from the unit and the needle shielded properly in the safety shield. The clinician then pushed the safety shield into the white pebbled shield activator and the needle came out of the side of the inner sheld and stuck the nurse inthe righe index finger..